Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. The fse confirmed the complaint after inspecting the analyzer and observing that it would not return to the home position. Upon further evaluation, the fse found that the z-axis of the picker assembly failed to return to the home position. The fse replaced the test cup picking assembly and resolved the complaint. Fse repaired and validated the analyzer by successfully performing test up movement, running patient samples, and running quality control without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: (4151) c.trans-z home detect error cause: the home sensor s062 failed to be activated after the transfer y moved toward the home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and pm061 for a possible malfunction. The most probable cause of the reported event was due to failure of the test cup picking assembly.

Event description:
A customer reported error message ¿4151 c.trans-z home detect error¿ during patient processing on the aia-900 analyzer. The customer stated no obstructions in the waste chute, waste bin was not full and a jammed rack was observed. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and progesterone iii (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
The test cup picking assembly was returned to the tosoh instrument service center (isc) for investigation. A visual inspection was performed with no damage found on the parts. Functional testing was performed and while booting up was successful, the picking assembly produced error 4151 during operation. Manual inspection confirmed that the cup chucks were stuck and not moving freely, and further testing identified a mechanical failure in the cup chuck motor, preventing proper test cup pick-up. The most probable cause of the reported event was due to a failure of the test cup picking assembly.